Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage also found in the same container is a fragment of gray metallic spiral shaped essure device') and pelvic pain plaintiff has suffered physical pain in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed essure confirmation test not done. The patient's medical history included vaginal delivery on (B)(6) 2009, dysmenorrhea, excessive menstruation, cyst of ovary, uterine leiomyoma, breast disorder, multigravida, parity 5 and paratubal cyst. Previously administered products included for an unreported indication: nexplanon. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009. To (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain seriousness criteria medically significant and intervention required, menorrhagia abnormal bleeding, vaginal, menorrhagia, vaginal haemorrhage abnormal bleeding, vaginal, menorrhagia, depression psychological or psychiatric problems condition depression and anxiety psychological or psychiatric problems condition anxiety, mental anguish, on an unknown date, the patient experienced device breakage seriousness criteria medically significant and intervention required, genital haemorrhage general abnormal. Bleeding, abdominal pain abdominal pain, hypersensitivity allergy, and psychological trauma psych injury. The patient was treated with paracetamol (acetaminophen) and surgery laparoscopic bilateral salpingectomy and essure removal and bilateral salpingectomy. Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, hypersensitivity, psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that she is not planned for removal as she is unable to afford surgery. The number of the expanded coils that appeared trailing into uterine cavity was 4, opposite tube: expanded coils that appeared trailing into the uterine cavity was 4. White blood cell count: 15.9 ref: 3.8 10.8 thousand/ul diagnostic results normal ranges are provided in parenthesis if available hysterosalpingogram on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2020: gross description: the first tube is 5 cm in length 0.5 cm in diameter. The serosal surface is tan-pink, focally hemorrhagic, smooth and glistening. Cut sections appear unremarkable. The opposite tube is 6.5 cm, 0.5 cm in diameter. The serosal surface is tan pink, smooth, glistening with a paratubal cyst 0.6 cm in greatest dimension. Cut sections appear unremarkable. Also found in the same container is a fragment of gray metallic spiral shaped essures device ranging from 0.5 to 9 cm in length with a diameter that ranges from less than 0.1 to 0.2 cm in greatest dimension.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, device breakage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case category updated to serious incident. Event device breakage was added. Reporter information, patient's medical history, device information date explanted, auto narrative supplement and rcc was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of gray metallic spiral shaped essure device') and pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included vaginal delivery on (B)(6) 2009, dysmenorrhea, excessive menstruation, cyst of ovary, uterine leiomyoma, breast disorder, multigravida, parity 5 and paratubal cyst. Previously administered products included for an unreported indication: nexplanon. Concomitant products included medroxyprogesterone acetate (depo-provera) from january 2009 to june 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety, mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy and essure removal). Essure was removed on 7-oct-2020. At the time of the report, the device breakage, pelvic pain, abdominal pain, hypersensitivity, menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that she is not planned for removal as she is unable to afford surgery. The number of the expanded coils that appeared trailing into uterine cavity was 4, opposite tube: expanded coils that appeared trailing into the uterine cavity was 4. White blood cell count: 15.9 ref: 3.8 ¿ 10.8 thousand/ul. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2020: gross description: the first tube is 5 cm in length 0.5 cm in diameter. The serosal surface is tan-pink, focally hemorrhagic, smooth and glistening. Cut sections appear unremarkable. The opposite tube is 6.5 cm, 0.5 cm in diameter. The serosal surface is tan pink, smooth, glistening with a paratubal cyst 0.6 cm in greatest dimension. Cut sections appear unremarkable. Also found in the same container is a fragment of gray metallic spiral shaped essures device ranging from 0.5 to 9 cm in length with a diameter that ranges from less than 0.1 to 0.2 cm in greatest dimension. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.